Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was between 42-600 mg/dl. High bg and low bg causes were unknown. Customer declined troubleshooting with tandem technical support and no further information was provided.